Event description:
Boston scientific corporation became aware that 7.7% among thirteen cases of axios implantation resulted in patient adverse effects at the 105th annual meeting of the japanese society of gastrointestinal endoscopy (jges). According to the study, 40 patients underwent endoscopic ultrasound-guided transluminal drainage (eus-td) for peri-pancreatic fluid collection (pfc) between december 2008 and september 2022. All 40 cases were divided into two treatment groups: twenty-seven (27) cases for plastic stent (ps) group and thirteen (13) cases for lumen-apposing metal stent (lams) group. The result of the study revealed that the use of lumen-apposing metal stent (lams) has a higher drainage efficiency than plastic stent (ps), and could be easily converted to necrosectomy, which contributes to shortening the treatment period. On the contrary, serious complications such as hemorrhage have been reported.

Manufacturer narrative:
Block b3: exact event date is unknown; event occurred between december 2008 and september 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e0506 captures the reportable adverse patient effect of bleeding post stent placement. Imdrf patient code e2401 captures the reportable serious complications.